Event description:
The pt was in a car accident and experienced changed and intermittent spinal cord stimulation afterward. The pt was seen in clinic. All electrode impedances of the left-sided lead were greater than 4000 ohms. The other lead was functioning well. The implantable neurostimulator battery was approximately 20% used and functioning fine. The hcp planned to replace the affected lead. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.